Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the reference electrode seems likely. Further an infection at the forehead was reported, which due to the position did not contribute to the impedance changes. Furthermore, pressure was applied to the implant sire without any changes of the ground path impedance. Therefore a air bubble can likely be excluded. However, to determine an exact root cause, device investigation at the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet. This is a combined initial and final report.

Event description:
The user reportedly had infrequent responses to sounds compared to before, which was noticed on (B)(6) 2022. Further technical checks are planned but have not been scheduled yet.

Event description:
The user reportedly had infrequent responses to sounds compared to before, which was noticed on (B)(6) 2022. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the reference electrode seems likely. Furthermore, an infection at the forehead was reported, which due to the position did not contribute to the impedance changes. Furthermore, pressure was applied to the implant sire without any changes of the ground path impedance. Therefore, an air bubble can likely be excluded. However, to determine an exact root cause, device investigation of the explanted device is necessary but the concerned device has not been received for investigation yet.

Event description:
The user reportedly had infrequent responses to sounds compared to before, which was noticed on (B)(6) 2022. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of the device failure. The investigation results appear to match the high gpi and decreased performance mentioned in the patient report. This is a final report.